Event description:
It was reported that the customer was hospitalized with high bgs. Customer also mentioned that they were hospitalized back due to dka. Troubleshooting conducted during the phone indicated the pump was operating properly. Customer stated that their doctor believes the high bgs was the result of a staph infection they had developed. Customer was instructed to rotate sites when they resume pump therapy.